Event description:
The customer contacted abbott regarding two unsuccessful calibrations for the axsym rubella igg assay with master calibrator 1 too high. The customer reported all other assays are performing well. The customer was sent a new lot of calibrators and reagent. After the customer recalibrated with new reagents and recalibrators, a successful calibration was achieved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.